Event description:
Customer reported with an issue of broken end bottom of obturator. The issue found during reprocessing. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device e117-o with lot ku was returned to olympus with the user request of "broken end bottom of obturator. Device evaluation and inspection, the customer reported issue was confirmed. The distal end was broken, the broken fragment was also sent in with the unit. No additional defects were noted. Based on the device inspection findings and the incident information provided , the damage which occurred was most likely due to user mishandling during device reprocessing. This unit was produced in november 2015. Device history records were reviewed and showed the product met all specifications upon release. The provided dhrs do not include packaging or labeling operations. For this reason, a final manufacture date is not available. The device IFU (instructions for use), rev 99-1034_dj, states "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects" (page 4). Olympus will continue to monitor complaints for this device.